Event description:
Complainant indicated that during a routine shift check by a clinician the device displayed a "bridge test failed" message. Complainant indicated that although they were setting up to use this device on a patient (age & gender unknown), there was no actual patient involvement in the reported malfunction.